Event description:
It was reported that customer experienced intermittent occlusion alarms with their blood glucose level displaying as "high," no specific value, on (B)(6) 2026. Customer delivered a correction bolus via the pump, then changed infusion set and cartridge successfully resuming insulin. The customer declined additional troubleshooting support.